Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up and down buttons are worn and harder to push. The customer¿s blood glucose level was unknown. The insulin pump had no delivery alarm and reject new battery. The customer had trouble in hearing alarms especially at work. The insulin pump will not be returned for analysis.